Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensor and found 1 of 2 sensor broken. See attached file for more details. Unable to confirm customer received sensor damage due to customer returned opened/use remaining sensor was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. . Checked lab transmitter for proper use and operation using tool and transmitter passed per specification.

Event description:
A customer reported via phone call indicating bent sensor cannulas and lost sensor alerts. The patient's blood glucose was 150 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.